Manufacturer narrative:
On (B)(6) 2019, the initial reporter informed medcad that after using the surgical guide, the patient's mandible showed gaps between the reconstructed segments. It was reported that surgery was completed with modification to the procedure. The gaps were reportedly filled using modified closed wedges. There was no indication of injury to the patient as a result of this reported malfunction. The initial reporter was unable to provide the weight of the patient at the time of the event. Review of the device history record did not identify any nonconformance during the production of the device. Upon request, the guide in question was returned. Visual examination of the returned device found that there was damage to the walls of the guide, likely due to the surgeon's sawing procedure. This suggested that the osteotomy deviated from the plane of the osteotomy intended by the guide. This deviation likely contributed to the discrepancies ultimately seen in the reconstructed mandible. In an in-person interview conducted on (B)(6) 2019, the surgeon indicated that it was difficult to discern the intended osteotomy plane of the guide due to the top of the guide slots being visible to the surgeon as parallel to the guide body, rather than perpendicular to the plane of the intended osteotomy. This likely contributed to the surgeon deviating from the plane of the osteotomy intended by the guide. It was concluded that unintended user error and difficulty operating the device contributed to the damage to the guide and resulted in the gaps observed in the patient's reconstructed mandible.

Event description:
It was reported that the surgical guide did not effectively guide the osteotomy, resulting in a gap in the reconstructed mandible.